Manufacturer narrative:
Product analysis results: visual and functional examination of the instrument confirms that the instrument shaft is broken at the score line, with no other additional damage identified. The device failed as intended by design. The score line is designed to separate when the physician usage exceeds a predetermined tensile value. Separation at the score line limits the amount of rotational force that can be applied to the distal end of the curette. This minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. This type of damage is consistent with exceeding the design limits of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery due to vertebral compression fracture (vcf) at t12. Intra-op, tip of the curette was broken. The procedure completed successfully by using the new product. No patient complications were reported.